Event description:
The pt was in the surgery area for a procedure. A swan-ganz catheter was used. Prior to insertion the balloon was checked once by a nurse and again by the physician. The balloon worked correctly both times. After inserting the catheter, the balloon was to be inflated but it would not inflate. The catheter was withdrawn from the pt and the balloon had detached from the catheter and is still in the pt. The pt suffered no ill effect to date.